Manufacturer narrative:
The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (6)(4).

Event description:
It was reported to boston scientific corporation that an enteral feeding - right angle feeding set was used during an enteral feeding procedure. According to the complainant, the feeding port lid tore three days after placement. The procedure was completed with another enteral feeding - right angle feeding set. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.